Manufacturer narrative:
Device not yet received by manufacturer.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device resulting in a loss of clinical benefit. It was discovered that the electrode array was outside the cochlea. Subsequently, the device was explanted on (B)(6) 2015 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report filed december 30th, 2015.